Manufacturer narrative:
Date sent to the FDA: 08/17/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2021 due to adhesions, abdominal pain, and hernia recurrence. It was reported that the patient experienced other undisclosed adverse events. No additional information was provided.